Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona knee bearing cat#:unk, lot#: unk, unknown persona knee femoral cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01159, 0001822565 - 2018 - 01166, 0001822565 - 2018 - 01167. Product location is unknown.

Event description:
It was reported that the patient have personal injury after knee implant, no further information is available at this time.

Manufacturer narrative:
Concomitant medical products: 42532008302 tibia cemented 5 degree stemmed right size h 62374904, 42557000114 stem extension tapered cemented 14 mm diameter +30 mm length, 42522601010 articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm, height use with tibia sizes g-h / ps femur sizes 10-12 62409397, 42500606802 femur cemented posterior stabilized (ps) standard right size 10 62839965, 42540000035 all poly patella cemented 35 mm diameter 62813693. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.